Event description:
Implant placed 10/01/1998 in the mandible. 7 days later, pt was complaining of pain involving the site. Antibiotics did not seem to help. Implant was removed 10/21/1998 due to infection. One person affected.